Manufacturer narrative:
Argus case: (B)(4).

Event description:
He thinks it is because (the product) was swallowed [accidental device ingestion.] Nausea [nausea]. Short of breath [shortness of breath]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident free denture adhesive cream) cream for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started polident free denture adhesive cream. On an unknown date, an unknown time after starting polident free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), nausea and shortness of breath. The action taken with polident free denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, nausea and shortness of breath were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident free denture adhesive cream. The reporter considered the nausea and shortness of breath to be possibly related to polident free denture adhesive cream. Polident free denture adhesive cream 70 g had been used to attach dentures. He used it according to the usage method, once a day and it had been used about 4 times so far, however, he was short of breath and feels nausea after using it. He thought it was because (the product) was swallowed. Consent on follow up call.